Event description:
A doctor reported that leakage occurred from the valved trocar cannula. The product was exchanged and procedure was completed with no harm to the patient.

Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to acceptance criteria. A root cause has not been identified. (B)(4).